Event description:
During surgery, the surgeon noticed a small crack in the femoral trial after impacting the trial onto the patient's femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms a crack in the box area. Depuy knee product development evaluated the issue and has determined the most likely root cause is significant impactions during trialing. The attune knee system surgical technique for femoral trial reduction states to position the femoral trial onto the femur by hand and use the femoral impactor to impact as necessary. If the trial is not seating properly, the bone cut may need to be rechecked. Based on the determination of suspected misuse as the root cause, no corrective action is being pursued at this time. Continue to monitor reports of fractured/cracked attune femoral trials. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.